Event description:
It was reported that the tenaculum forceps instrument has a wire sticking out and was not identified during a procedure. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that one grip close cable is broken near the proximal pulleys and proximal clevis hole allowing the pulley to spin freely. The proximal clevis cable hole exhibits wear on the edge. The other cables at the wrist are not damaged. The cable wear on the pulleys and clevis combined with high grasping force likely contributed to the breakage. Engineering also observed deep scratches on the main tube where material was removed. The damage is located in a section extending approximately 2.250" from intersection with the proximal clevis. Based on the location and appearance, the damage is most likely due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warning. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.